Manufacturer narrative:
Investigation of the complaint is ongoing. No additional information was provided.

Event description:
A customer reported the cannula became dislodged from the syringe during a cataract procedure and caused a vitreous hemorrhage. Additional patient information has been requested but has not been received.